Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when establishing telemetry before implanting the product, the battery voltage was low at 3.09 v and deteriorated, so another unopened product was implanted. It was noted that time-related deterioration was a factor that may have led or contributed to the issue. The product was replaced and the issue resolved at the time of the report. Patient's therapy was parkinson's dual.